Event description:
Patient in for CT with contrast. The CT tech drew up the omnipaque CT contrast in the syringe without difficulty. When the contrast started infusing with the injector at 41 psi the syringe cracked and contrast leaked out. Injection immediately stopped, defective syringe removed and CT completed with a new syringe without any difficulty. No injury to the patient, no injury to the staff. Manufacturer response for medrad stellant disposable syringe, medrad stellant (per site reporter): they are sending a container for me to send the defective device to them for their evaluation.